Manufacturer narrative:
Info references the main component of the system and other applicable components are: product ID: 3586, serial# (B)(4), implanted: (B)(6) 1997, explanted: (B)(6) 2009, product type: lead .

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for arachnoiditis. It was reported that the patient's had his implant replaced because the lead wire inside of him had something wrong with it. The patient stated that the lead must have broken because he could feel stimulation come on and off by itself when he got into certain positions. The patient could tell something was wrong. The ins/leads were replaced with what the doctor called a more updated system. The issue began in (B)(6) 2009; the patient had the system replaced on (B)(6) 2009 and noticed the lead issues about a week before that. Additional information was received from the patient. It was reported that the patient really didn't know why the unit just started acting up. A bad wire on the unit was reported. It was noted that sometimes things break, but that the patient knew it was a great product. He never had to take any pain medications as long at the unit was working properly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.